Manufacturer narrative:
One opened/used sensor was evaluated and visually inspection and it was noted the sensor cannula was broken. The broken part was found in cannula tubing. Unable to confirm if customer received the sensor in said condition due to customer returned opened/used. The sensor cannula was also noted bent.

Event description:
Customer reported via phone call, the insulin pump had alarmed lost sensor. Customer's blood glucose was 135 mg/dl. Troubleshooting was performed. The sensor was inserted in the lower right abdomen and the customer was unsure if it was fully inserted against the skin. Customer was advised to remove the sensor and customer stated the sensor was real short.